Event description:
It was reported that the device became detached from the core wire. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 35mm watchman flx laa closure device & delivery system (wds) were used. When the closure device was deployed in the laa of the patient for the 8th and final time it became canted due to the patient's anatomy. The pectinate of the patient caused added pressure to the core wire and the closure device became detached from the wire. The physician reviewed the position of the device after this and after some discussion it was decided that the device was safe to leave in the deployed position. The closure device was successfully implanted in the laa of the patient. There were no patient complications that were reported to have occurred.